Manufacturer narrative:
Continuation of d11: product ID: 8731sc, lot#: 0206899074, explanted: (B)(6) 2019, product type: catheter. Additional information received in the pump log reported that the drug used at the time of the report was baclofen 2000 mcg/ml at 12.6 mcg/day. H3: analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. H6: eval code-conclusion: code 67 no longer applies to the event, eval code method: code 4114 no longer applies to the event, eval code-result: code 3221 no longer applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: 0206899074, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 08-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported during a usual pump replacement, the surgeon had difficulties removing the catheter connector from the pump tip because there was corrosion on the connector. It was stated "moreover the catheter was cut." The catheter had to be replaced; an ascenda catheter was implanted and connected to the new pump. The event, including replacement, occurred on (B)(6) 2019. The issue was resolved. The pump and catheter would be returned. There were no reported contributing factors. The patient status was alive, no injury. Further complications were not reported.